Manufacturer narrative:
Corrected data: additional information received from the surgery center revealed that the lens was disposed off after the case. Also, upon further review, it was noted that dysphotopsia was coded inadvertently in section h6: health effect: clinical code in the initial MDR submitted. Therefore, it will be removed in this correction MDR. As a result, the following fields have been updated: section h3: corrected data: other 81: the device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: type of investigation: 4115. Section h6: investigation findings: 3221. Section h6: corrected data: investigation conclusion: 67. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon review it was determined that in section b5 of initial report it was mentioned that incision was not enlarged but customer had reported that information was not provided if incision was enlarged or not. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was implanted and removed in the initial surgery. If explanted, give date: not applicable, as lens was implanted and removed in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 model intraocular lens(iol) was implanted in the patient's right eye and removed in the same procedure as anterior capsular tear was noted upon depositing the proximal haptic. Sutures and vitrectomy were done but incision was not enlarged. Daily activities of patient are significantly affected and patient has starburst around lights which affects driving. The procedure was completed without using a backup lens and no lens was implanted due to the capsular tear. No further information available.